Event description:
It was reported that a patient's right ventricular (rv) lead was fractured. The physician elected to explant and replace the rv lead. The patient condition was not known.

Manufacturer narrative:
The reported event of lead fracture was not confirmed. As received, a partial lead connector portion was returned in one piece. Visual inspection of the lead found no anomalies except for damages consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts.